Event description:
Rn reported that the electrical outlet was non-functioning and that resulted in the pump failure. Following exchange of the vent in the room an IV pump in the same electrical outlet failed. Lower red electrical outlet may have caused the vent and IV pump failure. Rn stated that she changed the pump to another and the same issue occurred.